Event description:
The retrospective chart review article, ¿covered stents for the prevention and treatment of carotid blowout syndrome¿ was reviewed. Over a seven year period, ending in december 2013, the gore viabahn® endoprosthesis was used for acute, imminent, or threatened carotid blowout syndrome (cbs) cases. It was reported in the article that a (B)(6) male, with diagnosis of carcinoma larynx, presented with imminent cbs. Twelve weeks post implant the patient died of massive oropharyngeal bleeding.

Manufacturer narrative:
Covered stents for the prevention and treatment of carotid blowout syndrome; www.neurosurgery-online.com; volume 0, number 0, month 2015. Date of event is (B)(6) 2015 when the article was accepted. Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. The article author reported to gore that he doesn"t believe that the stent had any specific role in the patient death, and these patients are extremely sick with very poor overall prognosis. In the authors opinion, a covered stent is one of the few options available to these unfortunate patients. All information has been placed on file for use in tracking and trending.